Event description:
Customer reported a pin hole in tubing with a ns infusion running at 150ml/hr. No additional pt or event info provided.

Manufacturer narrative:
Internal file no: (B)(4). The customer's complaint of pin hole "tear" in tubing was confirmed. Visual inspection noted a tear measuring 0.1195 inches near the upper blue fitment of the silicone segment. Two crush marks were noted under microscope. No other anomalies observed. Functional testing was performed by attaching the set to a bag filled with tap water and allowing fluid to flow through the set via gravity. A leak was immediately observed. The root cause of the leak was due to a tear in the silicone segment; however, the cause of the tear was not identified.